Event description:
It was reported that the device battery had allegedly prematurely depleted after four years in service. The device is pending explant to resolve the event. The patient was stable with no adverse consequences. Additional information has been requested, but not yet received.